Manufacturer narrative:
Initial facility name - (B)(6). (B)(4)

Event description:
It was reported the t1 and t2 were deployed simultaneously. A backup device was readily available. It is unknown if there were any delays. No patient injuries were reported.

Manufacturer narrative:
This device is used. T1, t2 and suture were not returned. The depth limiter is attached and is flared at the distal end and creased midpoint. This device is disfigured indicating aggressive use. The needle shaft as well as delivery needle tip are quite bent. These symptoms also indicate difficulty with reaching desired surgical location. Per IFU: ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent, or if resistance is encountered during deployment, a new delivery device may be needed¿. A functional test could not be performed due to the damages attained. It no longer cycles or actuates. No further investigation is warranted. Root cause of simultaneous deployment cannot be confirmed. A review of the device history record shows that this device passed all acceptance criteria and was compliant upon release for distribution. There are no indications to suggest the device did not meet product specifications nor does it allege any product deficiencies upon release into distribution.